Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("migration of essure device location of device: uterine fundus / perforation (uterus), fatigue"), salpingitis ("chronic salpingitis") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera in 2008. Concurrent conditions included cholecystectomy. Concomitant products included ibuprofen from (B)(6) 2009 to (B)(6) 2017, multivitamin since 2017 and paclitaxel (paxel) from (B)(6) 2017 to (B)(6) 2017. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain,"), alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, salpingitis, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, salpingitis, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received. Reporter's information added. Patient's demographics was added. Suspect drug for indication was updated. Historical drug, concomitant drug was added. Added event hormonal changes, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), anxiety, chronic salpingitis, migraines ,headaches, migration of essure device location of device: uterine fundus/ perforation (uterus), nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain, hair loss. Updated onset date of events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.